Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered, is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a scan result of 'lo' (reading less than 40 mg/dl) on the adc freestyle libre sensor, which was lower than an unspecified reading obtained on a competitor brand meter. Customer denied experiencing any symptoms but self-injected "sugar" and was subsequently "taken to hospital for hyperglycemia". At the hospital, customer was diagnosed with hyperglycemia and treated with intravenous fluids. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch; no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor plug was fully seated. Removed and inspected sensor plug assembly; no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a scan result of 'lo' (reading less than 40 mg/dl) on the adc freestyle libre sensor, which was lower than an unspecified reading obtained on a competitor brand meter. Customer denied experiencing any symptoms but self-injected "sugar" and was subsequently "taken to hospital for hyperglycemia". At the hospital, customer was diagnosed with hyperglycemia and treated with intravenous fluids. There was no report of death or permanent injury associated with this event.